Manufacturer narrative:
Follow-up #1: date of submission 02/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was found to be intact. One alarm associated to a post delivery motor power supply fault was observed in the black box on 12/04/2014. Current draws were within specifications. No complaint related issues were duplicated during the investigation. The pump case was removed for further investigation and no evidence of moisture or loose components were found inside the pump. There was no evidence of intermittent contact to the volt motor regulator. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that frequent replace battery alarms had occurred with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.